Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation time of 35 months, inappropriate shock deliveries were reported. The precise dates for implantation/explantation were not reported to us. The lead was not returned to biotronik for analysis. Aside from the shock deliveries, no other deterioration of the patient's state of health was reported.